Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibited behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker was explanted and returned to boston scientific. No adverse patient effects were reported.